Event description:
As reported by the user facility: the complainant reported that the pump experienced upstream occlusion alarms which prevented priming of blood set. The spike was fully inserted into the normal saline (ns) bag. No kinks were observed and the roller clamp was fully open. The bag was then hung on pole with pump. No kinks were noted and the filter was not squeezed. However, the set was not able to be primed. A second pump was used, but the issue recurred. Two (2) bbraun pumps were used, neither of them work. This report is for the 2nd pump. 1st pump was reported under MDR#: 9610825-2024-01033.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.